Event description:
The customer's spouse called to report that the customer was admitted in the emergency room for high bgs. Bgs were treated. Troubleshooting was performed. The pump passed the functional testing. The customer's spouse called back later and stated that the customer is now on a flight home. It was indicated that the customer is very uncomfortable with the pump and is on back up plan of injections.